Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37082-40, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension.

Event description:
The healthcare professional reported that there was a loss of stimulation. There was a broken extension. Diagnostics methods included an impedance measurement. There were no known factors that may have led or contributed to the issue. The extension was replaced and the issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. The extension body was cut through and the product segmented. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that the extension was broken . The cause of the breakage was unknown. The results of the impedance test was that all electrodes were greater than 10,000 ohms.